Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a 32 mm amplatzer septal occluder was selected for the procedure. The user reported that the device was bent during implantation and wasn't returning to it's original shape. The device was not used, and replaced with another 32 mm amplatzer asd occluder. No patient consequences were reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.